Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy contributed to the reported slda and the reported poor resolution. The reported mitral regurgitation (mr) is likely due to the anatomy (perforation of the posterior leaflet) and the reported slda. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was noted to be difficult. One clip was implanted without issue; however, mr was not adequately reduced. An ntr clip delivery system (cds 90124u383) was advanced; however, grasping was difficult and the clip was not implanted. The cds was removed. An xtr cds (81203u105) was advanced. Prior to grasping, the posterior leaflet was noted to be torn due to grasping with the ntr cds. The xtr clip was deployed lateral to the leaflet tear; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment /slda). The clip remained stable as it was attached to the previously implanted ntr clip. No additional treatment was performed. Two clips were implanted and the mr remained at 4. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.